Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Ultimately, customer alleged the issue has been resolved but declined to provide additional information related to the reported event, and declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.